Manufacturer narrative:
(B)(4).

Event description:
It was reported that transtelephonic monitoring revealed that the right ventricular lead exhibited loss of capture. The patient was brought into the clinic and testing revealed that capture thresholds had increased. The device output was reprogrammed. The patient was in stable condition and would continue to be monitored.